Event description:
The physician used a wilson-cook multi-band ligator to perform a ligation of esophageal varices. After endoscopic advancement and before deployment of the bands, the barrel assembly became loose from the distal end of the endoscope. Although loose from the endoscope, the bands and trigger cord kept the barrel from complete detachment. The endoscope was not withdrawn from the patient. However, an attempt to pull the barrel onto the end of the endoscope was made by turning the handle. At this time, all four bands deployed and the barrel fully detached into the patient's stomach. The barrel was retrieved with grasping forceps. An injury to the patient was not reported.